Event description:
Information received from patient. The patient had been wearing acuvue advance contact lenses "for a few years at least." The patient was wearing the lenses as daily wear no longer than 2 weeks at a time. The patient developed iritis os. The patient was using opti free replenish contact lens solution, and said that the suspect contact lenses had already been discarded. The patient reported experiencing redness, pain, swelling, and a small amt. Of discharge os approx. 5 weeks prior. The patient was diagnosed with conjunctivitis and treated with antibiotic eye drops; contact lens wear was discontinued x 1 week. The conjunctivitis had resolved by the follow up visit. On the following month, the patient woke up with redness, pain, photophobia, swelling and yellow discharge in the os. The patient visited a walk in clinic and was prescribed vigamox and prednisolone acetate opthalmic suspension. On the following day, the patient saw ophthalmologist and was diagnosed with injection. Photophobia, keratoconjunctivitis, mild iritis with cells in the anterior chamber and peripheral corneal infiltrates. The ophthalmologist prescribed vigamox and prednisone forte drops tid os. The patient was told not to wear contact lenses and to return for follow up appointment on the following month. The ophthalmologist stated the "iritis could be, because the patient had pink eye a month ago, and started wearing contact lenses before it cleared up." The same month received a call from pt. Who stated that eyes are much better, and that the medication regimen had been completed. Made several unsuccessful attempts to verify with ecp. Pt. Had discarded the lenses in question as directed by the ecp. A lot batch review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Ecp was contacted by phone for follow up information update from visit on 9/07 and we received no response from the ecp. No additional information is expected. All MDR events are reviewed with senior management at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.